Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the short attachment device were damaged, and the nose cone was damaged. It was noted that the tool could not be mounted, and the ball bearing had fell apart. It was further determined that the device failed pretest for temperature, cutter insertion, and visual assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.